Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pmy2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the device was not responding and her daughter was in a lot of pain. The caller was not able to be connected to patient services because they were closed for the weekend. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.